Event description:
It was reported that the device was turning on by itself. When it would do this, it would come on stronger than it was programmed at when she had stimulation turned on. This started around (B)(6) 2014. Sometimes when she was driving, stimulation would turn on by itself. In the middle of the night, she would roll over. The stimulation would turn on and ¿zap¿ her. The ins had come to the surface and was causing pain. This started in (B)(6) 2014 and had gotten worse in the couple months prior to this report. It was stated that the patient¿s healthcare provider (hcp) wanted to replace the ins because of the pain. It was unclear when the device issues began as it was first stated to have been in (B)(6), and then (B)(6), and then 6 months post-implant. Follow-up was performed to determine if the patient had required any further assistance and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the revision had not been scheduled. The patient stated that the implantable neurostimulator (ins) may be replaced at the same time they had another procedure done.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was moving closer to their skin. The patient was going to speak with their health care provider (hcp) about a possible revision however nothing had been scheduled.